Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up communication with the customer reported that the same device (different) fiber was used to complete the procedure. Customer did not provide information regarding the type of procedure performed. The reported event did not affect the outcome of procedure , customer stated " only slowed the case down ". No intervention was performed. The subject device (laser unit ) was not returned for evaluation. An olympus field service engineer (fse) was dispatched onsite and performed an onsite inspection. Fse performed inspection and found no issues with the device. Investigation is ongoing. This report will be supplemented accordingly following investigation. Please see h10 for details.

Event description:
It was reported that laser fiber caught on fire during a therapeutic an unspecified procedure at the connector end. The fiber was replaced and the intended procedure was completed with a similar device. There were no errors reported. There was no patient harm, no user injury reported due to the event. This event includes two reports: report with patient identifier (B)(6) (laser fiber tfl-fbx150bs lot kr111723). Report with patient identifier (B)(6) (laser system tfl-pls sn: (B)(6). This report being submitted is for report with patient identifier (B)(6) (laser system tfl-pls sn: (B)(6).